Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose chapter 4 / page 42: warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes chapter 11 / page 119: avoid lows, highs, and dka: you can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes chapter 11 / page 126: warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
Patient stated on (B)(6) 2019 he noticed his blood glucose (bg) not going down. He checked his blood glucose and they were 580 mg/dl. He checked the blood glucose a little bit later and it was 538 mg/dl. He thought the blood glucose was going down because of the corrections he was submitting through the pod. When he checked again the blood glucose was 600 mg/dl. He drove himself to the emergency room (ER) because his blood glucose was not going down. When he arrived at the ER they placed him on an IV of fluids and started drip line. Patient does not remember what was in the IV of fluids. Patient does not remember what was injected into the drip line. The patient got too low for his blood glucose. His results were 38 mg/dl. The hospital was giving him too much insulin. He was placed on an IV of dextrose to increase the blood glucose results. The patient went through 6 to 8 liters of fluid because of his dehydration. He was admitted to the hospital and was there from (B)(6) 2019 until (B)(6) 2019. While at the hospital he does not remember if they checked ketones. He was diagnosed with dka (diabetic ketoacidosis). When his blood glucose was stable he was discharged from the hospital. He was advised to use injections of toujeo and novolog before going back on the pods. Two days later he started using the pods again. The patient believes the reason he went high was because his insulin was bad, the insulin was "milky". Patient does not have the pod, could not obtain lot or sequence numbers.